Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm. The customer's blood glucose level was unknown. Customer was able to successfully clear the alarm also able to complete pump rewind. The insulin pump will be returned for analysis.